Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 400 mg/dl, treated with insulin pump. The customer stated that current blood glucose value was 110 mg/dl, and she uses dexcom for sugars takes finger stick. The insulin pump will not be returned for analysis.